Event description:
The tps micro driver was sent for evaluation because it was running without user activation. The event occurred during testing conducted by the customer. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The device was received, and quality evaluation is in progress. Therefore, a follow-up report will be submitted upon its completion.